Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual/ microscopic inspection: the sample was returned. The recanalization outer catheter was constricted at the location where it meets the distal tip of the support catheter. The recanalization outer catheter was visible beyond the distal tip of the support catheter for 19.7cm. The sidekick support catheter (instructions for use) IFU notes that the recanalization catheter can only be advanced approximately 15cm from the tip of the tapered support catheter. The black taper lock-up marker could not be seen outside of the support catheter, indicating that the catheter had been advanced further than the allowable distance. The outer catheter was observed to be separated from the distal tip. The unknown guidewire was protruding from the catheter at the location of the material separation and was not inserted through the distal tip. No other anomalies were observed to the catheter. The support catheter was examined and the distal tip of the sheath was damaged, indicating retraction issues. The support catheter was also stretched throughout its length. No other anomalies were observed to the support catheter. Performance/functional evaluation: the recanalization catheter was unable to be retracted from the support catheter. The guidewire was unable to be removed from the recanalization catheter. The catheter and guidewire were soaked in water and the guidewire was still unable to be removed. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the investigation is confirmed for retraction issues as the recanalization catheter could not be removed from the support catheter. During evaluation of the returned device, it was noted that the taper lock-up marker on the catheter was not visible and was inserted into the hub of the support catheter. The sidekick IFU notes that the crosser can only be advanced approximately 15cm from the tip of the tapered sidekick. As the catheter had been advanced past the allowable distance stated in the IFU, it is likely that the tapers of both the crosser and sidekick had aligned and locked up at the time of the event. Based on the results of the investigation, the devices locked up due to the user advancing the crosser too far past the end of the sheath. The crosser catheter becoming stuck in the sidekick support catheter likely lead to the reported guidewire issues and the material separation observed on the returned crosser sample. Labeling review: the current sidekick support catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter was successful in crossing the lesion in the sfa; however, during retraction of the recanalization catheter from the patient, the catheter allegedly became stuck on the guide wire. It was further reported that the recanalization catheter and guide wire were allegedly removed together as a single unit resulting in a loss of access through the crossed lesion. It was said that the health care provider attempted to cross the lesion with another guide wire, but was unsuccessful. The procedure was aborted. It was reported that the patient was to be rescheduled for another recanalization procedure. There was no reported impact or consequence to the patient.